Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve via a transapical approach, moderate-to-severe central aortic insufficiency (cai) was noted and the echocardiographer reported that the sapien valve leaflets did not appear to be closing properly. A second 26mm sapien valve was subsequently implanted within the first, which resolved the cai. Prior to deployment of the first sapien valve, multiple rapid ventricular pacing (rvp) runs were performed to acquire the correct valve position. Once the correct position was found it was decided by the medical team to quickly deploy the sapien valve since the patient¿s blood pressure was not rebounding. Once the sapien valve was deployed, echo showed that there was moderate-to-severe central aortic insufficiency (cai) with the patient¿s blood pressure in the 50's. The echocardiographer reported that there was no ventricular movement of the sapien valve. Chest compressions were started and the patient was placed on cardiopulmonary bypass (cpb). Once the patient was placed on cpb and with anesthesia support, the ventricle started to pump again. At this time the physician noted that the distal part of the left anterior descending (lad) coronary artery was closed. The medical team thought that the distal portion of the lad may have been damaged when gaining access with the purse string sutures. Once the patient became stable, the valve was assessed again and it was decided by the medical team to implant a second 26mm sapien valve since the first valve continued to have cai with the valve leaflets did not appear to be closing properly per the echocardiographer. A second 26mm valve and delivery system were prepped and delivered successfully. Once the valve was deployed, echo was assessed and no cai was seen. The patient was rapidly paced again for the removal of the sheath. Once the sheath was removed, the purse string sutures were used to seal the apex. However, when the sutures were pulled they tore through the apex of the heart. Multiple attempts were made but the surgeon was unable to repair the apex. The patient was then pronounced on the table. The native aortic annular diameter was 24mm by tee. The native aortic valve and root were moderately calcified. There was no mitral annular calcification (mac). There was mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was unknown. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus and deployed in 70:30 aortic position. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation and device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment although the cause of the 70:30 aortic malposition in this case cannot be confirmed, it is possible that a combination of patient factors (moderate native valve calcification and mild ventricular septal hypertrophy) and procedural factors (fair image intensifier angle, fair coaxial alignment of the valve and delivery system, and the quick deployment of the valve) may have caused or contributed to the event. The cai and alleged inadequate coaptation of the sapien valve leaflets may have been caused by the aortic malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.